Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient presented with light sensitivity in both eyes one week post lasik. A flap lift and rinse was performed and the topical steroid eye drop was increased. The patient was seen in follow up and noted improvement but not resolved. The patient was instructed to call the doctor if symptoms worsen and there are no further follow up appointments scheduled. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.